Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on (B)(6) 2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on (B)(6) 2026. The patient reported that they recevied a no communication alarm from their remunitypro remote on (B)(6) 2026. This prompted the patient to check their pump, during which time, they observed that medication had leaked from their cassette. The patient had reportedly used their remaining remodulin supply during a previous cassette change on (B)(6) 2026 and was unable to switch to their backup remunitypro system. The patient experienced some tightness in their chest, but denied any changes in breathing, and was encouraged to present to the hospital to resume their infusion while awaiting replacement supplies from the specialty pharmacy. It was later reported that restart orders were received from the patient's doctor's office and they were provided with a partial cassette fill while in the emergency room. The patient was discharged home, stating that they "felt fine."